Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that labeling issues occurred. An 18 165cm transend guide wire was selected for use. However, the wire was found to be shorter than the stated 165cm length. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Describe event or problem and patient code updated. (B)(4).

Event description:
It was further reported that the physician noticed the wire would advance in the microcatheter but did not come out of the other end of the catheter. The device was not advanced inside the patient¿s body.